Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus italy (oit) regional service center, (returned to oit on 2021-04-27). The evaluation/investigation confirmed the occurrence of error message e433. This error message, which in this case was caused by a defective hvps board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. It is very likely that the sparks reported by the customer and the defect of the hvps board are related. The sparks probably occurred on the hvps board and as a result, error message e433 was triggered. Therefore, this event/incident was attributed to component failure. However, a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure, the electrosurgical generator esg-400 showed error code e433 and sparked. However, the intended procedure was successfully completed. No further information was provided but there was no report about an adverse event or patient injury.